Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that they were receiving unexpected stimulation since implant date. Patient stated that when they had the stimulator set so it would work, they would get shocks in their knee, but if they turned stimulation down so they wouldn't get the shock, the stimulation doesn't work. Patient said that when they were sitting down, at anytime, or when they were standing up so the stimulation worked, they were getting shocks in their left knee. Patient stated that they had to turn their stimulation off at night because the shocks kept them awake. Patient commented that they had the standing stimulation set at 5.5 and their laying down stimulation set at 0 and would still get unexpected shocks for both therapy settings. Patient confirmed that they did not have any recent falls or injuries. Patient notified reps about these issues via phone call but got the recording which advised to call patient services. Patient also noted that they had an MRI scheduled for tomorrow was inquiring on what to do. The issue was not resolved. Agent reviewed MRI safe mode and compatibility with the patient. Agent reviewed unexpected stimulation information and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shocking was due to adaptive stim programming. They re-programmed adaptive stim settings capturing all positions. The issue was resolved. The ins is still implanted.